Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2022, the patient's mother reported that her child's blood glucose level went up to 28 mmol/l due to an issue with the infusion sets. Further, the insertion site was patient's upper buttock. No further information available.